Event description:
It was initially reported that he patient was referred for prophylactic generator replacement due to ifi=yes (intensified follow-up indicator). The device was implanted on (B)(6) 2009. Clinic notes dated (B)(6) 2012 indicated the patient's seizures were stable and vns has helped the patient, but the vns battery was low. The patient had generator replacement on (B)(6) 2009, and the implant card was received which confirmed the reason for replacement as prophylactic. Product analysis was completed on the explanted generator. The reported ifi=yes condition was not duplicated in the lab. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. The battery, 2.836 volts as measured diagvbat of the final electrical test, shows a non-ifi condition. The data in the diagaccumconsumed memory locations revealed that 94.275% of the battery had been consumed. However, a review of the internal memory locations within the generator verified the existence of an error in calculating the device's battery voltage. Other than the noted error, there were no performance or any other type of adverse conditions found with the pulse generator. Review of the device history record identified a post-burn inaccurate voltage measurement value. Previous manufacturer investigation of the inaccurate voltage measurement identified that due to the presence of a manufacturing test system software issue and the near end of life condition of the relay utilized during the voltage measurement calibration of a small subset of demipulse generator printed circuit board assemblies (pcba), this generator had been inaccurately calibrated to measure battery voltage during the production of the device. As a result of this inaccuracy, the voltage measurements performed by this generator was higher than the actual voltage of the battery and would result in a premature or delayed ifi=yes warning message when interrogated with version 8.0 programming software. The cause of the inaccurate voltage measurement is known and is related to the generator being inaccurately calibrated to measure battery voltage during the production of the device.